Event description:
This complaint is reportable based upon additional info that the stent was returned, attached to a snare without the delivery device received 06/16/2009. It was reported that during a coronary drug eluting stenting treatment procedure ,the 2.50x16mm taxus liberte stent was unable to cross the lesion. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
A visual and microscopic examination of the device found the stent was returned attached to a snare and the stent delivery system (sds) was not returned, a guide catheter was also returned. The stent was damaged throughout. The struts at one end of the stent were bunched and severely misaligned and at the other end of the stent, the struts were severely misaligned. The total length of the stent was 10mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.